Manufacturer narrative:
The suspect device was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record revealed no anomalies that could be associated with this incident. Product unavailable for analysis.

Event description:
It was reported to boston scientific that during a prostate biopsy procedure while using the trupath biopsy device, the physician experienced a misfiring when the device was being used. In a follow up with the physician, he stated that there were no patient complications. The physician stated that he used another device and was able to complete the case successfully. There were no patient complications reported as a result of this event.